Event description:
Event was reported to medtronic through legal. Letter states that during the implant procedure, the pt had to be placed back on the cpb pump. A clot in the left atrium was seen and removed from the left atrial wall and extending onto the prosthetic valve leaflets. Later that evening, pt was reexplored in the ICU. Multiple clots were found with severe organ deterioration. No product was returned for eval.